Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl). Symptoms reported include hyperglycemia and dehydration. The patient was unable to use their controller as they had been waiting for a replacement that has been previously reported. Once at the hospital the patient was treated with intravenous fluids and a insulin drip. The patient was provided insulin pens prior to leaving the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.